Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with following pre-op diagnosis: spondylolisthesis, l4-l5; spinal stenosis. The patient underwent the following procedures: posterior fusion, l4-l5, l5-s1; posterior lumbar interbody fusion, l4-l5, l5-s1; decompressive laminectomy, bilateral l4, l5 and s1; application of instrumentation, l4, l5 and s1, posterior nonsegmental; application of interbody cage device, l4-l-5, l5-s1; application of allograft, autograft and basic metabolic profile posterolaterally for fusion; application of autograft and allograft in the interbody for fusion. As per the operative notes,¿ final fluoroscopic imaging demonstrated that all screws and rods were appropriately positioned. A combination of bone morphogenic protein(bmp), local autograft and allograft into the lateral gutters over the transverse processes from l4 to s1. ¿ no intra-operative complications were reported.